Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was alarming or beeping. The patient went to her managing healthcare professional (hcp) that filled the pump to address the critical alarm coming from the pump. The critical alarm was going off every 2-3 hours due to the pump "not functioning any longer." The hcp told the patient that the pump needed to be replaced because it had died out and that it was "weird." The pump was scheduled to be replaced. The patient had been home for 2-3 days and the pump had continued to critically alarm. The patient was concerned about the pump alarming and did not know what was going on with the pump. The reporter asked why the pump was still beeping if it was not working. The patient was hearing a "3 beep" from the pump. The hcp was supposed to shut the alarm off but didn't. The reporter wanted to know if there was going to be any harm done to the patient if the alarm was going off. The patient didn't understand why the pump could be alarming if the hcp already silenced it. The patient was concerned something else was going on, which was why she was hearing the pump alarming again. The reporter would follow up with the hcp. The patient's pump was filled (B)(6) 2018. She heard the pump alarm before her husband and thought the alarm was from the computers in the house. There were no reported symptoms. No further complications were reported.